Manufacturer narrative:
Device serial number unavailable at time of filing. Device UDI number unavailable at time of filing. A manufacturer representative went to the site to test the equipment. During testing the representative was able to take multiple spins with the exams transferring over fine to the system. The system passed the system checkout and was found to be fully functional. No parts were replaced. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the case the third spin did not transfer to the navigation system from the imaging system. On the mobile view station (mvs) of the imaging system there was a nav tag but it was only showing up in the computed tomography (CT) procedures on the navigation system. The site opted to use a different medtronic imaging system and different medtronic navigation system to finish the case. There was about an hour delay due to this issue and there was one unused spin. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.